Manufacturer narrative:
The reported event of loss of capture, high pacing lead impedance, twisted insulation were not confirmed while the reported event of helix would not extend was confirmed. As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. X-ray found that the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning blood/tissue from the helix and applying torqued to the connector pin, the helix could be extended and retracted smoothly. The full measured helix extension length was within specification. The cause of the reported event of helix would not extend was isolated to the helix being clogged with blood/tissue and over torque of the inner coil.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
During implant, a loss of capture and increased pacing impedance was observed on the right ventricular (rv) lead. The physician retracted the helix and explanted the rv lead. The rv lead was observed to be in a spiral shape. The physician then was unable to extend the helix until a loud clicking sound was observed after force was applied resulting in helix extension and a straight rv lead. The physician then elected to implant a new rv lead. The patient was in stable condition.